Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil fractured / the right essure device fractured twice during extraction') and fallopian tube perforation ('essure device perforation of fallopian tube bilaterally') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), basedow's disease ("graves disease"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), hypoaesthesia ("numb shoulder and hands"), musculoskeletal pain ("shoulder and hands pain"), pain in extremity ("shoulder and hands pain/leg and arm crazy"), hot flush ("heat flashes"), thyroid disorder ("thyroid all off"), chills ("chill") and muscle atrophy ("lost legs and arms weight") and was found to have weight increased ("weight gain /gained weight at stomach"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, basedow's disease, pelvic pain, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, fatigue, alopecia, visual impairment, weight increased, hypoaesthesia, musculoskeletal pain, pain in extremity, hot flush, thyroid disorder, chills and muscle atrophy outcome was unknown. The reporter considered abdominal pain, alopecia, basedow's disease, chills, device breakage, dyspareunia, fallopian tube perforation, fatigue, hot flush, hypoaesthesia, menorrhagia, muscle atrophy, musculoskeletal pain, pain in extremity, pelvic pain, rash, skin disorder, thyroid disorder, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for autoimmune : yes. Concerning the injuries reported in this case, the following were reported via social media: hypoaesthesia, hot flush, thyroid disorder, chills. Concerning the injuries reported in this case, the following were reported via medical record:the coils fractured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil fractured / the right essure device fractured twice during extraction') and fallopian tube perforation ('essure device perforation of fallopian tube bilaterally') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), basedow's disease ("graves disease"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), hypoaesthesia ("numb shoulder and hands"), musculoskeletal pain ("shoulder and hands pain"), pain in extremity ("shoulder and hands pain/leg and arm crazy"), hot flush ("heat flashes"), thyroid disorder ("thyroid all off"), chills ("chill") and muscle atrophy ("lost legs and arms weight") and was found to have weight increased ("weight gain /gained weight at stomach"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, basedow's disease, pelvic pain, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, fatigue, alopecia, visual impairment, weight increased, hypoaesthesia, musculoskeletal pain, pain in extremity, hot flush, thyroid disorder, chills and muscle atrophy outcome was unknown. The reporter considered abdominal pain, alopecia, basedow's disease, chills, device breakage, dyspareunia, fallopian tube perforation, fatigue, hot flush, hypoaesthesia, menorrhagia, muscle atrophy, musculoskeletal pain, pain in extremity, pelvic pain, rash, skin disorder, thyroid disorder, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for autoimmune : yes. Concerning the injuries reported in this case, the following were reported via social media: hypoaesthesia, hot flush, thyroid disorder, chills. Concerning the injuries reported in this case, the following were reported via medical record:the coils fractured. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : the case was upgraded to serious,new event added-fallopian tube perforation,the coil fractured / the right essure device fractured twice during extraction. Medical history added, patient's aka name and reporter information added and removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.